Event description:
Clinical study: it was reported that the pt experienced an onset of chest pain with a diagnosis of in stent restenosis and target vessel reintervention (tvr). The patient presented for treatment with an acute myocardial infarction. The lesion reported treated was the distal right coronary artery (dist rca). A boston scientific stent was implanted during the procedure. However, the size of the lesion and the stent description were not reported at this time. At 378, following the coronary drug eluting stenting procedure, the patient was seen due to an outpatient procedure for extraction of kidney stones. The patient discontinued medications on his own before the visit. Shortly after the outpatient procedure, the pt presented at the emergency room with an onset of chest pain. An electrocardiogram (EKG) showed an acute inferior myocardial infarction (mi). The pt was taken to the catheterization lab urgently. It was determined that the pt had in-stent restenosis which was treated with a percutaneous coronary balloon angioplasty (ptca) and cutting balloon reducing stenosis from 95% to 10%. The patient was referred to cardiac rehabilitation. In the opinion of the physician, the event was possibly related to the study device. The patient discharged two days later in stable condition.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device was not returned, therefore no direct product analysis will be available. As no device was returned for analysis, it is not possible to determine the root cause.